Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Reporting symptoms of cough and lung congestion for due diligence. It is important to note that the etiology of the pulmonary nodule remains undetermined, and it is unclear if the reported symptoms (cough and pulmonary congestion) are secondary to the pulmonary nodule. Additionally, no cancer diagnosis has been confirmed. The patient has returned the device and discontinued its use. Any updated information on the outcome of future testing will be reported to the FDA.

Event description:
Customer reports lung congestion and cough. Md seen. Cbc done with no findings. CT scan with dye contrast findings pulmonary nodule from unspecified etiology found. No medication(s) received.